Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Coil implanted, rest of device disposed.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached inside another manufacturer's microcatheter. However, the physician successfully deployed the detached ruby coil into the aneurysm using the ruby coil pusher assembly. The procedure was then completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.